Event description:
Report received that this unit failed to cycle. It is not clear if the unit was on a patient or not.

Manufacturer narrative:
The device has not yet been returned or evaluated by the manufacturer. We have not received confirmation that this device was on a patient when it failed to cycle. A follow up report will be submitted if more information is received.